Event description:
It was reported that this device exhibited premature battery depletion. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced. No additional adverse patient effects were reported. This device has been returned and analysis has been completed. This report has been updated with the product investigation results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Please note: patient code 3191 captures the reportable event of surgery. Update: the returned implantable cardioverter defibrillator (ICD) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this device exhibited premature battery depletion. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced. No additional adverse patient effects were reported.